Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va321me. Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). The hcp reported that caller stated that the patient was having revision today and requested assistance about determining if ins and/or lead should be replaced. Caller stated that things went fine for about a week after the replacement in march but then patient developed fluid at pocket site and started experiencing shocking at the pocket site, impedances always came back normal and patient was still feeling stimulation where they needed it. Caller stated patient didn't have any falls/trauma preceding the issue. Technical services (tss) reviewed that there could be a fluid ingress into the system but it would be unknown whether it was the ins or the lead, or both, causing the issue. Tss reviewed disconnecting lead and wiping it off and testing lead with cable but it would still be unknown in the or if the shocking would be resolved. Tss reviewed if only the ins was replaced and the lead was causing the issue, they'd likely have to go back in and replace the lead. Tss reviewed it was the physician's decision but the only way to know for sure that the issue would be resolved, from a component persp ective, would be to replace both lead and ins. Tss provided reference number to return explanted product.

Manufacturer narrative:
H3 analysis of the implantable neurostimulator (ins) revealed the ins passed functional testing. Continuation of d10: product ID 978b128 lot# va321me implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead. H3 analysis of the returned lead va321me revealed the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the patient was getting unwanted shocking from the stimulator where it would shock and then quit and shock and quit. The patient stated they were planning to have it replaced in a couple of weeks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the health care professional (hcp). When the hcp was asked to clarify what steps were taken to resolve the electric shocks, the hcp stated that the device was turned off by the patient on (B)(6) 2025. The hcp confirmed that the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were in the hospital sunday because they got fluid around their battery pack and were getting electric shocks from it. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.